Event description:
1 incident of broken occluder feet on a transfer set. Per affiliate, no further details regarding this incident are available and no pt injury or medical intervention was associated with this incident.